Manufacturer narrative:
Serious injury: since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer reported they are still having tmj/tmd pain. Contraindicated.